Manufacturer narrative:
Correction to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that they took a "hard fall" and they were taken to hospital. While at the hospital it was noticed that their heart rate was below the pacing rate at forty beats. The implantable pulse generator (ipg) remains in use. It further reported that the right ventricular (rv) lead exhibited t-wave oversensing leading to under pacing with rates in the forties. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that they took a "hard fall" and they were taken to hospital. While at the hospital it was noticed that their heart rate was below the pacing rate at forty beats. The implantable pulse generator (ipg) remains in use. It further reported that the right ventricular (rv) lead exhibited oversensing leading to under pacing with rates in the forties. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.